Event description:
Ufmw report received reporting miss-assembled component on two (2) b30095 94" y-type w/micron filter blood sets. It was reported that during set-ups anesthesia tech "...noticed that the float ball was sticking in the tubing sets hand pump, preventing fluid from passing." The device sets were discarded and replaced. There was no direct patient involvement. Manufacturer's investigation: the manufacturer received one (1) packaged b30095, lot number 1999897 for analysis and investigation. Visual inspection and evaluation confirmed the returned b30095 device sets' hand blood pump component was assembled incorrectly (backwards). This condition would cause the flow problem that was reported. The involved assembly, quality assurance, engineering and operational management teams participated in this assembly error investigation. Detailed analysis and inspection of procedures, kitting, assembly methods and techniques was conducted. The responsible manufacturing and quality engineering teams reviewed current line balance processes, visual aids and engineering drawing references that specify the usage of the component assembly fixtures for any additional improvements that would prevent this type of assembly error. Comprehensive, detailed training and re-training sessions have been conducted with all involved assembly and quality operators to emphasize the importance of thoroughly following procedural instructions. Heightened inspections and increased qc sampling sizes have been implemented.

Manufacturer narrative:
The reported product problem (assembled incorrectly) was confirmed. The root cause(s) was determined to be attributable to human error/oversight. The manufacturer will continue to evaluate the effectiveness of corrective actions, training programs as well as any additional improvement opportunities to ensure these types of manufacturing issues do not reoccur.